Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their device, rendering it illegible and unusable. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Since the pump was out of warranty, a suppliers report was provided.